Event description:
It was reported that the patient received inappropriate therapy due to noise. Lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 49.0cm was returned for analysis. Inner coil damage was noted at 41.0cm from the connector pin consistent with clavicle crush damage. The inner coil was fractured. This is consistent with the observation from the field of noise.